Event description:
It was reported that patient suffered from maceration while using; pumping stopped.

Manufacturer narrative:
Device was not evaluated due to the sample was not returned for investigation. Investigation results: as of today, device return has been requested for this complaint but has not become available. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint. If the product becomes available in the future, this case will be reopened. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product in relation to the reported issue. No current patient information or status has been submitted at this time. Should any relevant clinical/medical information or the device in question become available then this complaint may be re-assessed.